Event description:
The doctor was performing a breast biopsy. The dr had completed taking samples and had placed a mammomark clip, was retracting the introducer and noticed the plastic tip had sheared off into the breast. The case was completed with no pt consequence. The remaining marker will be returned for analysis.